Event description:
The patient was scheduled for a lead revision due to migration reportedly caused by playing soccer. During the procedure it appeared that the implant was damaged due to the lead migration. The patient was implanted with a new advanced bionics spinal cord stimulator.